Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
An unspecified needle mechanism failure was reported in which the cannula was difficult to insert. It was further noted that although the cannula had been inserted into the skin and the pink slide was observed to have moved forward, the status of the cannula could not be confirmed upon pod removal. The pod had been worn for approximately 24-36hours. No impact to the patient¿s blood glucose levels was reported.